Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects in the scope connector, plastic distal end cover and the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.